Manufacturer narrative:
(B)(4). Evaluation: no parts or recorder strips were returned for evaluation at the teleflex (B)(4) facility. The specific serial number was not reported, but a device history record review was conducted for all the lot numbers/serial numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "double pumping" is not confirmed. Per the event details, the ECG lead placement was found to be the problem. The ECG lead placement was adjusted and resolved the issue.

Event description:
It was reported that the patient presented the day before the event in the cath lab where the intra-aortic balloon (iab) was placed in the right femoral artery via the sheath supplied in kit (no sidearm). The event occurred in the operating room. There was a call from the biomed department that the perfusionist sent the intra-aortic balloon pump (iabp) down after an incident occurred last week with it double counting in EKG mode. On the simulator the iabp looked fine and attempted to track down the cable used. No strips were available. An update was received from the css who contacted the perfusionist that the issue was resolved by adjusting the lead placement. It did initially "double pump" and the first thing they did was switch to another pump. There was a five minute delay or interruption in therapy with no harm to the patient. Patient outcome is stable.

Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported that the patient presented the day before the event in the cath lab where the intra-aortic balloon (iab) was placed in the right femoral artery via the sheath supplied in kit (no sidearm). The event occurred in the operating room. There was a call from the biomed department that the perfusionist sent the intra-aortic balloon pump (iabp) down after an incident occurred last week with it double counting in EKG mode. On the simulator the iabp looked fine and attempted to track down the cable used. No strips were available. An update was received from the css who contacted the perfusionist that the issue was resolved by adjusting the lead placement. It did initially "double pump" and the first thing they did was switch to another pump. There was a five minute delay or interruption in therapy with no harm to the patient. Patient outcome is stable.